Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 19-aug-2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-oct-2019 with the following findings: during investigation, the pump failed to power on. The complaint of a call service alarm issue was not able to be adequately investigated due to no power to the pump. Unrelated to the complaint, a visual inspection of the pump revealed corrosion in the battery compartment. The battery compartment was cracked. Leak testing revealed leaks at the battery compartment. The pump was opened; moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.